Manufacturer narrative:
Follow-up # 1 date of submission 07/09/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 07/01/2014 with the following findings: during testing, the pump powered on with audio tones but no vibrations. A leak test was performed and a leak was found at a crack between the case seal and the display lens. The pump case was removed and moisture damage was observed on the vibration motor. A test motor functioned appropriately with no problems observed. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. The reporter alleged that the display was cloudy and that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.